Event description:
It was reported to gore that the patient underwent endovascular treatment for an aorto-bi-iliac graft occlusion with two gore® viabahn® endoprostheses with propaten bioactive surface (vsx device). It was stated that the patient suffers under an obstructive disease in a previous surgical aorto-bi-iliac graft. The physician considered the case not standard due to the presence of the surgical graft, he stated that the tortuosity was fine, the catheter outside was held straight and that there were no out of the ordinary manipulations during the case. It was tried to solve the issue first with a fogarty-catheter, but the angiogram showed a suboptimal result. A second attempt with a fogarty catheter was unsuccessful too (a sort of solid material came out). Then a "rotarex" catheter was used to create the lumen to proceed with a covered endovascular reconstruction of aortic bifurcation (cerab) technique. A 6 x 50 mm wrapsody stent was deployed and the two vsx devices were introduced to perform a kissing stent-graft technique. On the left side, over a standard abbott command guidewire, a vsx device (pajr081002e) was successfully deployed; on the right side the first vsx device (pajr081502e; s/n (B)(6)) was advanced at the same level of the surgical graft bifurcation and unable to be deployed. Then a second vsx device (pajr071502e; s/n (B)(6)) was introduced. Even this time, when pulling the deployment line to open the device, the deployment was not successful. Both stent-grafts (the 8 mm first and then the 7 mm) did not open. When pulling the wire, the physicians saw the tip coming down, like a sort of fishing rod. A third vsx, a pajr080502e, was then successfully implanted. 2 dsf 1433 sheaths were used to perform the entire procedure.

Manufacturer narrative:
B5 describe event or problem was updated. Engineering investigation: the primary reported complaint, including inability to deploy and bowstringing, could not be independently confirmed because there were no items returned for evaluation. Therefore, an independent assessment of deployment performance could not be conducted. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The cause for the complaint could not be established with the available information.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3:-other: after return and receipt of the device, an engineering investigation will be performed. H6 investigation findings code c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further details were requested, but were not provided yet. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an aorto-bi-iliac graft occlusion with two gore® viabahn® endoprostheses with propaten bioactive surface (vsx device). It was stated that the patient suffers under an obstructive disease in a previous surgical aorto-bi-iliac graft. It was tried to solve the issue first with a fogarty-catheter, but the angiogram showed a suboptimal result. A second attempt with a fogarty catheter was unsuccessful too (a sort of solid material came out). Then a "rotarex" catheter was used to create the lumen to proceed with a covered endovascular reconstruction of aortic bifurcation (cerab) technique. A 6 x 50 mm wrapsody stent was deployed and the two vsx devices were introduced to perform a kissing stent-graft technique. On the left side, over a "command" wire, a vsx device (pajr081002e) was successfully deployed; on the right side the first vsx device (pajr081502e; s/n (B)(6) was advanced at the same level and unable to be deployed. Then a second vsx device (pajr071502e; s/n (B)(6) was introduced. Even this time, when pulling the deployment line to open the device, the deployment was not successful. Both stent-grafts (the 8 mm first and then the 7 mm) did not open. When pulling the wire, the physicians saw the tip coming down, like a sort of fishing rod. A third vsx, a pajr080502e, was then successfully implanted. 2 dsf1433 were used to perform the entire procedure.